Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank screen. The customer's blood glucose was 111 mg/dl. The customer stated that she changed out the battery, but the screen did not return. Troubleshooting was done for the blank display. Customer inserted a new aaa alkaline battery, and the display returned. Advised customer to monitor the insulin pump. Troubleshooting was done after finding a motor error alarm in the alarm history. Customer stated that the alarm possibly occurred during a bolus. The customer was able to complete the rewind sequence. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.